Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, and the longevity displayed was not accurate to the actual battery remaining. Device replacement was recommended. This ICD remains in service at this time, no adverse patient effects were reported. Additional information was received, this ICD was successfully explanted and replaced. This ICD is expected to be returned to boston scientific for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, and the longevity displayed was not accurate to the actual battery remaining. Device replacement was recommended. This ICD remains in service at this time, no adverse patient effects were reported. Additional information was received. This ICD was successfully replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.